Manufacturer narrative:
Analysis was performed by a philips clinical support engineer (cse) which included communication with the customer and historical log file review. The cse remoted into the system and reviewed with the biomed the clinical audit logs. It was revealed that ECG/arrhythmia alarms were turned off on (B)(6) 2026 at 08:29 and the spo2 alarms were turned form on to off that same day from the bedside monitor listed as m431 which is the bedside monitor in room 043101. Following this incident the customer asked philips how to disable the ability for the staff to turn off alarms at the bedside and or at the pic. The cse explained the options for disabling the ability for staff to turn off alarms at the bedside and or at the pic would require upgrades. Currently the customer is on pic c and bedsides rev m. To make changing alarm settings or turning them off password protected or prohibited there would software upgrades needed. The pic would need to be at pic 4, the bedsides upgraded to rev p, and an option of r17 added to each bedside upgrade. The cse stated further that while he was not able to remotely download the clinical audit logs a field service engineer (fse) was dispatched to come onsite for assistance with extracting the clinical audit logs for documentation purpose and the hospital protocol before a software revision upgrade. Unfortunately, before the dispatched fse could reach onsite the customer had decommissioned the device as he was already in the middle of a new installation for the new software revision upgrade from revision c to 4. Therefore the requested log files could not be extracted anymore. Based on the results of the analysis, the system was confirmed to be operating per specifications, and the cause of the reported problem was due to user switching off the alarms. The issue was resolved by providing information to the customer to prevent further incidents upgrade from software revision c to 4 to disable the ability to turn off alarms by the staff. A review of the service history for this device confirms the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the spo2 alarms had been turned off and the patient passed away on (B)(6) 2026. The customer requested assistance with the audit log to determine where the alarms were turned off. The clinical audit logs were reviewed with biomed, revealing the ECG/arrhythmia alarms were turned off on (B)(6) 2026 at 0829 and the spo2 alarms were turned off at 1318 that same day from the bedside monitor. There was no allegation of device malfunction.